Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed pump stops and low flow hazard alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. The pump was set to a fixed speed of 8600 rpm and the low speed limit was set to 8200 rpm. On (B)(6) 2018 at 2:43 am the patient experienced a pump stop while connected to their mpu. The alarm resolved on its own and the pump regained normal operation. On (B)(6) 2018 at 10:38 pm the patient had further low speed operation events and pump stops while connected to their mpu. The patient exchanged to batteries at 10:42 pm and the alarms resolved. The captured pump stops were associated with low flow hazard alarms. The pump operated above the low speed limit for the remaining duration of the log file. Although a direct cause for the reported event could not be conclusively determined, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a driveline issue. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that during a routine visit, the patient informed the vad coordinator of receiving an alarm when lvad connected to mobile power unit (mpu). There were no alarms when patient was supported by batteries only. The vad coordinator reviewed history and observed pump stoppages alarms when vad connected to mpu. The patient would remain on batteries and to be provided an ungrounded patient cable to use when connected to a power module. No adverse patient consequences reported. No further information was provided.